Manufacturer narrative:
The device has not yet been returned to the manufacturer at the time of this report. A supplemental form will be sent once the evaluation is completed if the device is returned. The device history report was reviewed and no discrepancies were found.

Event description:
It was reported that during a procedure the jaws temporarily stuck to tissue due to malfunction, for approximately one minute. The device was safely removed by squeezing and releasing the handle multiple times for about a minute per room staff. It was reported that there was no patient harm or consequence.

Manufacturer narrative:
The device was returned with only minor contaminants present consistent with use in the field. The jaws of the device were examined and again only minor contaminants were present which indicate if this device did make patient contact it may have been cleaned somewhat before it was returned. No defect was found with the device's performance. The jaws always opened or closed without issue. No defect was found with the complaint device. Unable to confirm account complaint.